Event description:
Evaluation of the returned blood glucose monitor found that segments were missing in the result display. No adverse event associated with the malfunction was reported.

Manufacturer narrative:
The suspect device was evaluated in the united states; however, the device is neither marketed nor distributed in the united states.

Event description:
It was reported that during a video assisted thoracic surgery with right wedge resection and lobectomy procedure, the surgeon was firing the device across the anterior pulmonary vein. The surgeon closed the device then attempted to fire however there was a cracking noise heard then the surgeon left the device closed on tissue. Then a second device was inserted into another opening of the chest wall and if fired properly. The first device was then removed from the tissue and there was a jagged line and the device partially fired. The staples that did deploy had proper formation. The second device was used to complete the procedure. No adverse consequences reported. (B)(6).